Event description:
It was reported that the 9800 system was working fine, but then the images turned fuzzy. It was noted that the remaining cases were done with another system and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the image tube. The system was tested, and found to be working as intended, and placed back into service.